Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used to ligate a vessel according to the doctor vessel is a little bigger than normal. Approached it at perpendicular manner. During firing he released that the legs of the clip was crossed instead of the normal close. He managed to free the jaw and proceed to finish the whole procedure using a new piece of device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91z42. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.